Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry difficulty and attributed it to the cable which was therefore replaced. It was noted that the device label was replaced as associated.

Event description:
It was reported that the radio frequency (rf) programmer head had telemetry issues. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).